Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic cholecystectomy, while clipping the vessel, it was impossible to start because the first clip was stuck into the jaws. The jaws did not close and no clips were able to load properly into the jaws. Another unit was used to resolve the issue. There was no patient injury.